Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including heart failure, coronary artery disease, atrial fibrillation, diabetes, hypertension, hypercholesteremia, renal impairment, and prior myocardial infarction, percutaneous coronary intervention (pci), and coronary artery bypass graft (CABG). Complications reported included surgical intervention (valve-in-valve), hospitalization, aortic regurgitation, aortic stenosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: long-term results of transcatheter aortic valve replacement in degenerated surgical aortic valves, a propensity score matched analysis.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: long-term results of transcatheter aortic valve replacement in degenerated surgical aortic valves¿a propensity score matched analysis.

Event description:
The article, "long-term results of transcatheter aortic valve replacement in degenerated surgical aortic valves¿a propensity score matched analysis", was reviewed. The article presented a prospective, single center study to assess long-term mortality and valve function in patients with transcatheter aortic valve replacement (tavr) in degenerated surgical bioprostheses compared to native valve tavr. Devices mentioned in this study were trifecta, mitraflow, edwards surgical bioprosthetic valves, hancock surgical bioprosthetic valve, other unknown surgical prosthetic valves, sapien, corevalve, acurate neo, lotus, and centera. The article concluded that in this propensity score matched analysis, long-term all-cause mortality and echocardiographic valve function of patients with tavr in prior bioprosthesis were comparable to patients with native valve tavr. [The primary and corresponding author was kornelia löw, department of medicine I, lmu university hospital, lmu munich, marchioninistr. 15, 81377 munich, germany, with corresponding email: kornelia.loew@med.uni-muenchen.de]. The time frame of the study was from december 2012 to december 2020. A total of 3423 patients were included in the study, where 136 underwent transcatheter aortic valve in surgical aortic valve (tav-in-sav). Within the tav-in-sav group, 15 (11%) received an abbott device. The average age of the transcatheter aortic valve repair (tavr) group was 81.5 years. The average age of the tav-in-sav group was 79.5 years. The majority gender was male. Comorbidities included heart failure, coronary artery disease, atrial fibrillation, diabetes, hypertension, hypercholesteremia, renal impairment, and prior myocardial infarction, percutaneous coronary intervention (pci), and coronary artery bypass graft (CABG).